Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided. Customer has not taken any action to address high bg at this time but plans to use correction injection via manual injections for insulin therapy. Reportedly, the school principal attempted to assist customer with troubleshooting malfunction before customer contacted cts. The customer reverted to manual injections for insulin therapy.